Manufacturer narrative:
Batch review performed on 23 august 2021: lot 162023: (B)(4) items manufactured and released on 22-june-2016. Expiration date: 2021-june-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed 4 years and 8 months after the primary surgery due to stem loosening.